Event description:
The user reported that he is no longer able to hear with the device and thought his audio processor was not working. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the recipient report and appears to match the damage found. This is a final report.

Event description:
The user reported that he is no longer able to hear with the device. Are-implantation is scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.